Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. The patient was brushing his teeth at the time of the event. The sensing vector was set to the alternate vector. At a clinic follow-up, the doctor elected to reprogram the sensing vector to the primary vector. Testing confirmed the noise did not occur in the primary vector. There were no additional adverse patient effects. The system remains implanted.